Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection, devices were returned with liner not fully seated in shell. Liner scallops did not line up with shell tabs. Devices were separated for review. The liner shows indentations on the polar boss, outer spherical surface, anti rotation scallops, and lock ring groove. No other damage was noted. The shell shows nicks and gouges to etched face. Lock ring damage was noted in the lock ring groove. Lock ring tabs were correctly oriented in shell tab window. Lock ring was tight and unable to freely move in the shells groove. Lock ring was removed. Lock ring shows deformation, nicks, gouges, and scratches. No other damage was noted. The dimensional analysis of the devices were conforming to specifications during manufacturing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00631006232 liner 10 degree elevated rim 32 mm i.d. Lot#: 63891310. Catalog#: 00620006420 shell porous with holes 64 mm o.d. Lot#: 64621447. Catalog#: 00631006432 liner 10 degree elevated rim 32 mm i.d. Lot#: 64206240. Catalog#: 00801803201 femoral head sterile product 12/14 taper lot#: 64209548. Catalog#: 01.00102.214 wagner sl revision stem 14/225 lot#: 3013788. Catalog#: 103537 ti low profile screw 6.5x50mm lot#: 900560. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00104.

Event description:
It was reported that after the trilogy acetabular system shell with holes porous was implanted during the operation, the doctor found that the liner could not implant into the shell. After the shell was removed, it was found that the clasp inside the shell could not be moved. The material of the clasp inside the shell was too soft and inelastic. The surgery was completed with an alternate shell and liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.